Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the trunk cable connector was cracked exposing wires. Upon evaluation, the yellow (pgnd) and black pulse wires were open in the trunk cable connector. In addition, the j704 connector was charred. The cause of the service code 2044 is the open wires in the trunk cable connector and the damaged j704 connector. The cause of the open wires is a damaged trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of excessive force. The root cause of the damaged j704 connector cannot be positively identified. No adverse event resulted from the damaged electrode belt connector. The pt was issued a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer service support to report a service code 204. The pt was issued a replacement electrode belt.